Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was undergoing treatment for c6 and c4 tandem intracranial aneurysms. Their vessel tortuosity was severe. The landing zone was distal 3.7mm and proximal 4.82mm. The pipeline had been been placed in a horizontal segment of the m1 segment when it failed to open.

Event description:
Medtronic received a report that a pipeline flex stent did not open. A navien intermediate catheter (lot b777521) was advanced to the c4 posterior bend over a synchro-14 guidewire and a marksman microcatheter (lot 231791322) was positioned in the distal m2 segment. After thorough hydration of the stent ped-475-35, the stent was delivered into the catheter and deployment was initiated at the m1 horizontal segment. During deployment, the tip end of the flow diverter stent failed to open, and despite multiple attempts including pushing, pulling, and recapturing, the tip end could not be opened properly. The stent was removed and the tip end of the stent was found to be conical in shape. To ensure successful completion of the procedure, the stent was replaced to continue the procedure. The procedure was completed successfully, and the patient experienced no adverse reactions. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.